Manufacturer narrative:
Due to patient having multiple implants, it was unknown which implant was being used with the controller brand name intellis: product ID 97715 (B)(6): implant date: (B)(6) 2019, brand name intellis: product ID 97715 (B)(6): implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cervical implant was not charging anymore. Patient stated that they reach out with manufacturer rep saying that their controller has issue and they will provide them a temporary one. Manufacturer rep also told them that they might need to update the implant which patient tried to avoid since they happen to wake up during surgery. Agent clarified the issue, patient stated that the controller was draining but the implantable neurostimulator (ins) was not charging. Patient was using both recharger for both implants. When asked for event date they mentioned like a month or two then said a week ago. Agent had the patient open the controller and saw no device found message. Using the one recharger(rtm), patient was routed to passive recharge with 100-100-100. Patient tried using the other recharger and was routed to passive recharge 56-94-94, patient eventually was routed to excellent and good recharging and poor recharge quality. Patient was able to maintain recharging excellent but they have to stay still to keep it in place. Controller battery 100% and ins in red. Patient made a comment that the ins for their cervical was tilted. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.